Manufacturer narrative:
The patient's weight was gathered via follow-up. The dbs infinity extensions was explanted and replaced due to not being in the optimal location for the intended therapy. This issue cannot be confirmed with product analysis. Visual inspection of the extension did not identify any anomalies. The extension was functionally tested and passed all testing.

Event description:
Device 3 of 4; reference MFR. Report#: 1627487-2019-10851, reference MFR. Report#: 1627487-2019-10852, reference MFR. Report#: 1627487-2019-10854.

Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2019-10851; reference MFR. Report#: 1627487-2019-10852; reference MFR. Report#: 1627487-2019-10854.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain further/complete patient and event information.

Event description:
Device 3 of 4; reference MFR. Report#: 1627487-2019-10851, reference MFR. Report#: 1627487-2019-10852, reference MFR. Report#: 1627487-2019-10854. It was reported the patient's leads and extensions were explanted and replaced due to inadequate therapy.